Event description:
The recipient is reportedly electing to undergo revision surgery for a technology upgrade. Revision surgery will be scheduled.

Manufacturer narrative:
(B)(4). The recipient's device was explanted. The recipient was reimplanted with another cochlear device. The external visual inspection revealed a slice at the fantail region, as well as damage to the epoxy header and electrode. All of these anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical test performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.